Event description:
It was reported that within two months of device implant, the right ventricular (rv) lead exhibited increased short interval counts (sic) and three episodes of non-sustained tachycardia (nst). It was noted that the lead had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).